Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 33-year-old female patient who had essure (batch no. 855633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo provera, ibuprofen and morphine. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included loop electrosurgical excision procedure in 2007, cervical biopsy in 2005, acute tracheobronchitis and wisdom teeth removal. Concurrent conditions included asthma, cough, congestion nasal, watering eyes, itchy eyes, trouble falling asleep, vaginal dryness, sleep disturbance, viral rash, nausea, ear infection, runny nose, sneezing, allergic rhinitis, urinary frequency, urinary tract infection, squamous cell metaplasia, chronic cervicitis, joint swelling, stiffness, uterine pain, sexually transmitted disease, uterine cervical motion tenderness, obesity, uterine fibroid, fibroma, uterine enlargement, adenomyosis, flank pain, hot flashes, sweaty, dysuria, feeling irritated, seasonal allergic rhinitis, vomiting, fever, acute tracheobronchitis, ovarian cyst, colitis, emotional problems, urine incontinence, haemangioma of skin, incontinence, constipation, bacterial vaginosis, chills, common cold, chest pain, discomfort, numbness, tingling, carpal tunnel syndrome, upper respiratory infection, lymphadenopathy and anesthesia. Concomitant products included escitalopram, fentanyl, hydrocodone bitartrate;paracetamol (acetaminophen;hydrocodone bitartrate), hydrocodone bitartrate;paracetamol (vicodin), hydrocortisone, hydromorphone, ibuprofen, ketorolac tromethamine (toradol), naproxen, naproxen (ec-naprosyn), naproxen sodium, naproxen sodium (aleve), ondansetron hydrochloride (zofran), oxymetazoline hydrochloride (claritin allergic), promethazine and sertraline hydrochloride (zoloft). On an unknown date, the patient started morphine at an unspecified dose and frequency. On an unknown date, the patient started ibuprofen at an unspecified dose and frequency. On an unknown date, the patient started depo provera at an unspecified dose and frequency. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), rash generalised ("rashes or skin conditions: (sudden body rashes, in hive form)"), urticaria ("rashes or skin conditions: (sudden body rashes, in hive form)"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced anxiety ("anxiety"), depression ("depression") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain lower ("lower abdominal pain"), arthralgia ("wrist joint pain/hip pain"), dyspareunia ("pain with intercourse") and procedural complication ("surgery went longer than expected due to having difficulties cutting"). The patient was treated with chloramphenicol (antibiotic), melatonin and surgery (essure implant removal,hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, depression, rash generalised, urticaria, migraine, headache, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain and procedural complication outcome was unknown, the dysmenorrhoea, arthralgia and dyspareunia was resolving and the back pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, procedural complication, rash generalised, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 172 lbs. Approximate weights at the time of essure placement don¿t recall lbs. The right tube had. 3 coils visualized after placement and the left tube had 4 coils visualized after placement. On (B)(6) 2011: retained intra uterine device during pregnancy. On (B)(6) 2017: the content of the communications surgery went longer than expected due to having difficulties cutting. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: impression: diffuse rigl1t colonic wall thickening with right lower quadrant reactive adenopathy. Nonspecific. Favored to reflect an infectious/inflammatory colitis. Normal appendix. Assessment/plan: acute tracheobronchitis. Pathology test - on (B)(6) 2017: pathologic diagnosis: uterus: cervix: chronic cervicitis with squamous metaplasia and nabothian cyst formation. Endometrium: no pathologic diagnosis. Myometrium: adenomyosis. Right and left fallopian tubes: no pathologic diagnosis. Ultrasound pelvis - on (B)(6) 2017: impression: fundal uterine fibroid measuring approx. 2 cm. Scattered calcification normal sonographic appearance of the ovaries.. Ultrasound scan - on an unknown date: ultrasound also shows an enlarged uterus at 11 cm with at least one large fibroid.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: fatigue, alopecia, rash, headache, lower abdominal pain, back pain, arthralgia, anxiety, vaginal discharge, abdominal pain, pelvic pain, dysmenorrhea, weight gain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet and medical record received. Event added: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), anxiety, depression, sudden body rashes, in hive form, migraines, headaches, dysmenorrhea(cramping), vaginal discharge, fatigue, weight gain, hair loss, abdominal pain, back pain, lower abdominal pain, wrist joint pain/hip pain, pain with intercourse, she did not undergo essure confirmation test. Event outcome was updated for the event: back pain, lower abdominal pain, pain with intercourse, wrist joint pain/hip pain. Lot no. Was added. Concomitant and historical conditions were added. Concomitant drugs were added. Lab data was added. Treatment drugs were added. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ sporadic dull pain on my right side/ excruciating') in a 33-year-old female patient who had essure (batch no. 855633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included loop electrosurgical excision procedure in 2007, cervical biopsy in 2005, acute tracheobronchitis and wisdom teeth removal. Concurrent conditions included asthma, cough, congestion nasal, watering eyes, itchy eyes, trouble falling asleep, vaginal dryness, sleep disturbance, viral rash, nausea, ear infection, runny nose, sneezing, allergic rhinitis, urinary frequency, urinary tract infection, squamous cell metaplasia, chronic cervicitis, joint swelling, stiffness, uterine pain, sexually transmitted disease, uterine cervical motion tenderness, obesity, uterine fibroid, fibroma, uterine enlargement, adenomyosis, flank pain, hot flashes, sweaty, dysuria, feeling irritated, seasonal allergic rhinitis, vomiting, fever, acute tracheobronchitis, ovarian cyst, colitis, emotional problems, urine incontinence, haemangioma of skin, incontinence, constipation, bacterial vaginosis, chills, common cold, chest pain, discomfort, numbness, tingling, carpal tunnel syndrome, upper respiratory infection, lymphadenopathy and anesthesia. Concomitant products included escitalopram, fentanyl, hydrocodone bitartrate;paracetamol (acetaminophen;hydrocodone bitartrate), hydrocodone bitartrate;paracetamol (vicodin), hydrocortisone, hydromorphone, ibuprofen, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo provera), morphine, naproxen, naproxen (ec-naprosyn), naproxen sodium, naproxen sodium (aleve), ondansetron hydrochloride (zofran), oxymetazoline hydrochloride (claritin allergic), promethazine and sertraline hydrochloride (zoloft). On (B)(6) -2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), rash generalised ("rashes or skin conditions: (sudden body rashes, in hive form)"), urticaria ("rashes or skin conditions: (sudden body rashes, in hive form)"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/ drained/ extreme fatigue") and abdominal pain ("abdominal pain"). In 2012, the patient experienced anxiety ("anxiety"), depression ("depression") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced back pain ("back pain/ constant back pain. "), abdominal pain lower ("lower abdominal pain"), arthralgia ("wrist joint pain / hip pain"), dyspareunia ("pain with intercourse"), procedural complication ("surgery went longer than expected due to having difficulties cutting"), incision site pain ("still hvae some tenderness on right and left incisions"), neck pain ("constant neck pain."), uterine enlargement ("ultrasound revealed enlarged uterus"), pain ("feeling sore/ pain"), pyrexia ("then monday fever"), feeding disorder ("persistant and unable to eat"), large intestine infection ("CT and come to find out its an infection in my large intestine"), gastrointestinal disorder ("essure causing gi issues"), nausea ("meds have me going crazy due to severe nausea") and arthritis ("joint inflammation ") and was found to have uterine leiomyoma ("fibroid") and quality of life decreased ("came to the realiztion of how these horrible coils diminished my quality of life"). The patient was treated with chloramphenicol (antibiotic), melatonin and surgery (essure implant removal,hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, back pain, abdominal pain lower, arthralgia and arthritis had resolved, the vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash generalised, urticaria, migraine, headache, vaginal discharge, weight increased, alopecia, abdominal pain, procedural complication, neck pain, uterine enlargement, pain, uterine leiomyoma, pyrexia, feeding disorder, large intestine infection, gastrointestinal disorder, nausea and quality of life decreased outcome was unknown and the anxiety, depression, dysmenorrhoea, dyspareunia and incision site pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, arthritis, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeding disorder, female sexual dysfunction, gastrointestinal disorder, headache, incision site pain, large intestine infection, menorrhagia, migraine, nausea, neck pain, pain, pelvic pain, procedural complication, pyrexia, quality of life decreased, rash generalised, urticaria, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 172 lbs. Approximate weights at the time of essure placement don¿t recall lbs. The right tube had.3 coils visualized after placement and the left tube had 4 coils visualized after placement. On (B)(6) 2011: retained intra uterine device during pregnancy. On (B)(6) 2017: the content of the communications surgery went longer than expected due to having difficulties cutting diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: impression: 1. Diffuse rigl1t colonic wall thickening with right lower quadrant reactive adenopathy. Nonspecific. Favored to reflect an infectious/inflammatory colitis. 2. Normal appendix. Assessment/plan: acute tracheobronchitis. Pathology test - on (B)(6) -2017: pathologic diagnosis: uterus: cervix: chronic cervicitis with squamous metaplasia and nabothian cyst formation. Endometrium: no pathologic diagnosis. Myometrium: adenomyosis. Right and left fallopian tubes: no pathologic diagnosis. Ultrasound pelvis - on (B)(6) 2017: impression: fundal uterine fibroid measuring approx. 2 cm. Scattered calcification normal sonographic appearance of the ovaries.. Ultrasound scan - on an unknown date: ultrasound also shows an enlarged uterus at 11 cm with at least one large fibroid.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: fatigue, alopecia, rash, headache, lower abdominal pain, back pain, arthralgia, anxiety, vaginal discharge, abdominal pain, pelvic pain, dysmenorrhea, weight gain . Concerning the injuries reported in this case, the following ones were described in social media: incision site tenderness, constant neck pain, uterine enlargement, feeling sore/ pain, fibroid, fever, unable to eat, large intestine infection, essure causing gi issues, nausea, quality of life decreased quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. New events: incision site tenderness, constant neck pain, uterine enlargement, feeling sore/ pain, fibroid, fever, unable to eat, large intestine infection, essure causing gi issues, nausea, quality of life decreased, joint swelling were added. New reporter added. We received a lot number in thiscase. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 33-year-old female patient who had essure (batch no. 855633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo provera, ibuprofen and morphine. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included loop electrosurgical excision procedure in 2007, cervical biopsy in 2005, acute tracheobronchitis and wisdom teeth removal. Concurrent conditions included asthma, cough, congestion nasal, watering eyes, itchy eyes, trouble falling asleep, vaginal dryness, sleep disturbance, viral rash, nausea, ear infection, runny nose, sneezing, allergic rhinitis, urinary frequency, urinary tract infection, squamous cell metaplasia, chronic cervicitis, joint swelling, stiffness, uterine pain, sexually transmitted disease, uterine cervical motion tenderness, obesity, uterine fibroid, fibroma, uterine enlargement, adenomyosis, flank pain, hot flashes, sweaty, dysuria, feeling irritated, seasonal allergic rhinitis, vomiting, fever, acute tracheobronchitis, ovarian cyst, colitis, emotional problems, urine incontinence, haemangioma of skin, incontinence, constipation, bacterial vaginosis, chills, common cold, chest pain, discomfort, numbness, tingling, carpal tunnel syndrome, upper respiratory infection, lymphadenopathy and anesthesia. Concomitant products included escitalopram, fentanyl, hydrocodone bitartrate;paracetamol (acetaminophen;hydrocodone bitartrate), hydrocodone bitartrate;paracetamol (vicodin), hydrocortisone, hydromorphone, ibuprofen, ketorolac tromethamine (toradol), naproxen, naproxen (ec-naprosyn), naproxen sodium, naproxen sodium (aleve), ondansetron hydrochloride (zofran), oxymetazoline hydrochloride (claritin allergic), promethazine and sertraline hydrochloride (zoloft). On an unknown date, the patient started morphine at an unspecified dose and frequency. On an unknown date, the patient started ibuprofen at an unspecified dose and frequency. On an unknown date, the patient started depo provera at an unspecified dose and frequency. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), rash generalised ("rashes or skin conditions: (sudden body rashes, in hive form)"), urticaria ("rashes or skin conditions: (sudden body rashes, in hive form)"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced anxiety ("anxiety"), depression ("depression") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain lower ("lower abdominal pain"), arthralgia ("wrist joint pain/hip pain"), dyspareunia ("pain with intercourse") and procedural complication ("surgery went longer than expected due to having difficulties cutting"). The patient was treated with chloramphenicol (antibiotic), melatonin and surgery (essure implant removal,hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, depression, rash generalised, urticaria, migraine, headache, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain and procedural complication outcome was unknown, the dysmenorrhoea, arthralgia and dyspareunia was resolving and the back pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, procedural complication, rash generalised, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 172 lbs. Approximate weights at the time of essure placement don¿t recall lbs. The right tube had.3 coils visualized after placement and the left tube had 4 coils visualized after placement. On (B)(6) 2011: retained intra uterine device during pregnancy. On (B)(6) 2017: the content of the communications surgery went longer than expected due to having difficulties cutting diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: impression: 1. Diffuse right colonic wall thickening with right lower quadrant reactive adenopathy. Nonspecific. Favored to reflect an infectious/inflammatory colitis. 2. Normal appendix. Assessment/plan: acute tracheobronchitis. Pathology test - on (B)(6) 2017: pathologic diagnosis: uterus: cervix: chronic cervicitis with squamous metaplasia and nabothian cyst formation. Endometrium: no pathologic diagnosis. Myometrium: adenomyosis. Right and left fallopian tubes: no pathologic diagnosis. Ultrasound pelvis - on (B)(6) 2017: impression: fundal uterine fibroid measuring approx. 2 cm. Scattered calcification normal sonographic appearance of the ovaries.. Ultrasound scan - on an unknown date: ultrasound also shows an enlarged uterus at 11 cm with at least one large fibroid.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: fatigue, alopecia, rash, headache, lower abdominal pain, back pain, arthralgia, anxiety, vaginal discharge, abdominal pain, pelvic pain, dysmenorrhea, weight gain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in thiscase. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.